Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Analysis was normal. No anomalies were found. Additional information: d10.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device was subject to the ellipse implantable cardioverter defibrillator advisory of (B)(6) 2019. Explant of the device has been performed. The patient was stable.